Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels displayed as 50 mg/dl - ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Reportedly customer called paramedics and they monitored customer and did not provide treatment. Recommendation was made to consult with a healthcare provider regarding diabetes management.